Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that they have been unable to charge. The patient states that they met with a manufacturing representative (rep) 1-2 years ago and they had some issues when they replaced the charger. It was noted that the patient is scheduled to see their health care provider on (B)(6). There was no indication of patient harm. The patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.